Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the product was irradiated and distributed before the leukocyte count,. Recipient information is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the product was irradiated and distributed before the leukocyte count. It is unknown if there was a recipient for this product but the customer did not feel the need to inform the clinic. There was no reported serious injury or medical intervention reported for this event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation: the run data file (rdf) was analyzed for the collection event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Further analysis of the run data file showed 60 low draw advisories were presented, resulting in 16 autoflow decreases, and 1 ¿procedure time increased by 10 minutes¿ alert message. Although the trima accel device is typically robust against numerous access pressure alerts, it cannot be ruled out that these alerts disrupted the steady state of the system allowing wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for the collection event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Further analysis of the run data file showed 60 low draw advisories were presented, resulting in 16 autoflow decreases, and 1 ¿procedure time increased by 10 minutes¿ alert message. Although the trima accel device is typically robust against numerous access pressure alerts, it cannot be ruled out that these alerts disrupted the steady state of the system allowing wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Further analysis of the run data file showed 60 low draw advisories were presented, resulting in 16 autoflow decreases, and 1 ¿procedure time increased by 10 minutes¿ alert message. Although the trima accel device is typically robust against numerous access pressure alerts, it cannot be ruled out that these alerts disrupted the steady state of the system allowing wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the product was irradiated and distributed before the leukocyte count. It is unknown if there was a recipient for this product but the customer did not feel the need to inform the clinic. There was no reported serious injury or medical intervention reported for this event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 investigation: the run data file (rdf) was analyzed for the collection event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Further analysis of the run data file showed 60 low draw advisories were presented, resulting in 16 autoflow decreases, and 1 ¿procedure time increased by 10 minutes¿ alert message. Although the trima accel device is typically robust against numerous access pressure alerts, it cannot be ruled out that these alerts disrupted the steady state of the system allowing wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the product was irradiated and distributed before the leukocyte count. It is unknown if there was a recipient for this product. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.4, h.6 and h.11 investigation: the product was not returned and therefore an evaluation could not be conducted. The run data file (rdf) was analyzed for the collection event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Further analysis of the run data file showed 60 low draw advisories were presented, resulting in 16 autoflow decreases, and 1 ¿procedure time increased by 10 minutes¿ alert message. Although the trima accel device is typically robust against numerous access pressure alerts, it cannot be ruled out that these alerts disrupted the steady state of the system allowing wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the product was irradiated and distributed before the leukocyte count. It is unknown if there was a recipient for this product. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.